Event description:
The consumer was driving down a hill. The chair tipped forward and the consumer fell out of the chair and broke her femur.

Manufacturer narrative:
Consumer was reportedly transgressing their chair down a hill when the alleged incident had occurred. Hill angle and terrain are unk. Manufacturer's incline specification is 9 degrees. Info indicates the seat positioning strap was not in use. Current user guide covers this area. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse, operator error may have caused or contributed to this incident. MDR filed based on serious injury.